Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that they were unable to generate results because they were getting error code 1063 (invalid test results, correlation coefficient too low) while running one patient sample on the axsym digoxin iii assay. Centrifuging and rerunning the sample did not resolve the issue. There was no impact to the patient's management reported.